Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's charger would not recognize an inserted battery. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't recognize battery pack) was confirmed. Upon investigation the battery charger/modem was unable to recognize an inserted battery. The cause for the failure was isolated to the battery board not being properly seated in connector j5 of the bedside board. The root cause for the improperly seated battery board could not be positively identified. No adverse event resulted from the improperly seated battery board. The patient received a replacement charger/modem.